Event description:
It was reported that during an lar procedure, the device was used for 20 minutes, the error code 5 then occurred. The lead was changed. Then the shear was attempted to be cleaned. They then used ace for the rest of the case. The shear tip broke after the operation. No pt consequence reported.